Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's right ventricular lead exhibited noise. The lead was explanted and replaced successfully. The patient was stable.

Event description:
New information received notes that the noise issue was first discovered in the clinic.